Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to phillips that the heart start xl "shock was not getting delivered, paddles". There was no reported impact.